Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level reported. Technical support provided guidance on pump reset, and after performing the reset, the caller successfully started their sensor session without encountering the error again.